Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, stall due to gear-pinion.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)..

Manufacturer narrative:
Corrected analysis information: analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to gear-pinion.

Event description:
Additional information later received reported the pump was explanted.

Event description:
It was reported that a critical pump alarm occurred regarding motor stall. The patient experienced increased spasticity. Location of the issue was the device pocket. The pump logs were checked. They tried to update the pump to get the stall to recover. The patient was being referred for pump replacement. The patient status at the time of the report as indicated as alive, no injury. On (B)(6) 2014, it was reported a return of the patient¿s symptoms. They suspect the catheter had come out and the pump was not delivering medication. It was further reported that the catheter might be disconnected at the pump. Two weeks ago, the patient had an appointment with a surgeon. The reporter wanted to get the patient in to a surgeon sooner as ¿this is too long to wait¿. The patient had visited their managing physician on (B)(6) 2014. The managing physician determined that the pump was working though the patient had very bad clonus. The return of symptoms started over the past several days. The patient¿s leg was very stiff since last week which the reporter therefore believed the medication was not being delivered. A dye study had not been performed. The patient was taking oral baclofen to help with their symptoms. The patient was described as unable to live independently in the condition he is in. The patient needed a physician in ft myers to check the pump. Physician listings were provided. It was further reported that the patient was most likely going to need a pump replacement. Additional information from the hcp reported the pump was stalled for greater than 24 hours and a tube set message following the stall did not occur. The motor stall did not recover. The cause of the motor stall was unknown. The patient¿s pump was updated; however, the motor stall still did not recover. The patient was started on oral baclofen 10 mg; 4 times a day (qid). The patient was awaiting an appointment with an alternate physician to have the pump replaced. The patient was noted as having recovered without permanent impairment. The pump was used to deliver baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.